Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood inside the tube of the delivery device. The delivery service was returned outside the loading device. The tension spring assembly and the anchor tab were inside the loading device. The seal was extended outside the delivery device. The blue slide lock was engaged and the white plunger was depressed on the delivery device. The condition of the received device was consistent with failure to deploy. The complaint for failure to load cannot be confirmed. However, failure to deploy was confirmed based on the condition of the device as received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action (wy-2013-35) issued for this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal failed to load properly. The seal remained inside the loader when the delivery device was pulled out. The seal was removed by forceps and set in the tube again and the seal was delivered to the aortotomy. The seal was removed from the aorta together with the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.